Event description:
The patient reported an accuracy concern with their blood pressure monitor. The patient stated that their monitor was compared to a manual reading performed simultaneously by a medical professional and their monitor was 20 points higher. The patient didn't receive any medical treatment because of the inaccurate reading from the teladoc blood pressure monitor.

Manufacturer narrative:
A replacement device was sent to the patient to resolve their reported concern. The device associated with this complaint was returned and inspected. No issues were found during the inspection and the devices was performing as expected.